Event description:
This device case, reported by a diabetes nurse specialist concerns a pt who was receiving insulin lispro 25% / insulin lispro protamine 75% (humalog mix 25) via a pen injection device (humapen ergo). The pt experienced ketoacidosis and was hospitalized. Pt also received an unknown statin, losartan for hypotension, aspirin and furoslmide. The pt received insulin lisro 25% / insulin lispro protamine 75% from 11/00. Pt was hospitalized in 2000 with a two day history of high blood sugars of 29. Pt's blood sugar has been 29 after the insulin injection and pt had felt sick at night. The next day pt's blood glucose was still 29 and pt was admitted to hosp. On admission pt was ketotic. Pt had abdominal pain, nausea and vomiting, tachycardia, fever and was very confused. Pt serum glucose was 29.9 and urine ketones positive. Pt was treated with intravenous (IV) insulin, IV antibiotics and IV fluids (saline). Pt had a urethral catheter. Forty eight hrs later, lab values were as follows: protein binding glucose 59g/l, serum sodium/potassium 142/4.3, creatinine 99, white blood count 8.2, cloride 107, urea 4.9, urea creatinine 47. Pt was switched to insulin mixtard and metformin 500mg twice a day and was discharged from hosp 5 days later. The pt has fully recovered and is back at work, blood sugars 6.9. The device was returned with a partially used vial of saline in place. The general condition of the pen was good. No defects were observed. Lot no: a1507 humapen ergo burgundy - clear cartridge holder. The rptr considers the event is not causally related to the drug but due to the device not delivering insulin. Update 01/02/2000: qa report rec'd. On initial exam no defects observed. Clear cartridge holder. Final report to medical devices agency rec'd from product delivery systems 02/19/2001.